Event description:
It was reported that the patient presented for extraction of the right ventricular lead due to increased capture threshold. The lead was capped and replaced on 05 mar 2021. The patient was stable.

Manufacturer narrative:
Correction: d6b - date of explant should be blank.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for extraction of the right ventricular lead due to increased capture threshold. The lead was explanted and replaced. The patient was stable.